Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and evaluated by the service center. The internal part of the device was inspected visually and found corrosion in the power connector along with connector oxide contamination. The device has been scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation expert unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.